Event description:
While implanting a central venous port, surgeon was having difficulty withdrawing a guidewire from a vessel, verbalizing that he was worried that the wire might break. He was able to remove the guidewire from the patient and upon examination of the guidewire noticed that the wire was frayed. No harm came to the patient and the defective guidewire was removed from the field. The operating room director was notified of the incident and the guidewire was saved for evaluation.